Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: 'when pulling off, tyvek top fragments were left on rim of inner packaging potentially causing remnants to fall onto sterile implant'.

Event description:
Healthcare professional reported left side 'when pulling off, tyvek top fragments were left on rim of inner packaging potentially causing remnants to fall onto sterile implant'. "Upon looking no remnants were on implant, surgeon used implant " the device remains implanted.